Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included epigastric pain, vaginal bleeding, nausea, vomiting, vaginal itching, vaginal bleeding, abscess, dizzy, photophobia, cervical dysplasia, muscle spasm, hernia repair, cervicitis and nicotine dependence (cigarettes,). Family history included breast neoplasm malignant female and ischemic heart disease. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), migraine ("migraines/headaches"), pain in extremity ("leg pain"), arthralgia ("hip pain"), back pain ("lower back pain"), ovarian cyst ("ovarian cysts"), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, gastritis, migraine, ovarian cyst, urinary tract infection, cystitis and vaginal infection outcome was unknown and the pain in extremity, arthralgia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastritis, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included epigastric pain, vaginal bleeding, nausea, vomiting, vaginal itching, vaginal bleeding, abscess, dizzy, photophobia, cervical dysplasia, muscle spasm, hernia repair, cervicitis and nicotine dependence (cigarettes,). Family history included breast neoplasm malignant female and ischemic heart disease. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), migraine ("migraines / headaches"), pain in extremity ("leg pain"), arthralgia ("hip pain"), back pain ("lower back pain"), ovarian cyst ("ovarian cysts"), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, gastritis, migraine, ovarian cyst, urinary tract infection, cystitis and vaginal infection outcome was unknown and the pain in extremity, arthralgia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastritis, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) were entered. Reporter¿s information was updated and new reporter was added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.